Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) failed to identify two active tools in the field of vision at the same time. The psu was replaced and the equipment ran successfully. The system then passed the system checkout and was found to be fully functional. A medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) failed to identify two active tools in the field of vision at the same time. The psu was replaced, and the equipment ran successfully. The system then passed the system checkout and was found to be fully functional. The positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that the returned psu passed an accuracy test (aak) at .07 mm with a passing threshold of .35 mm, but a line separation problem was detected. This issue would cause difficulty tracking through the volume as reported. Analysis found that the reported event was related to an electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient present. It was reported that when doing the calibration, the positioning sensor unit (psu) failed to identify concave pointer probe with active and small active spine patient reference frame at the same time. There was no failed information and the positioning sensor unit (psu) could recognize the passive tools and the imaging tracker normally.